Event description:
A malfunction alarm with code malf 9 was reported, accompanied by fault ID [9-0x20f1]. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again and confirmed their understanding of the instructions.